Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during use, the system showed error code df70.0003 and then restarted. The event occured when ventilation was changed to CPAP. No patient consequences reported.

Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event a ventilator reboot was logged. The logged error codes reveal a technical deviation within the electronic system which caused a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation was continued with the latest settings which was confirmed by user log recording. In course of the investigation the pcb ccb has been further investigated and ran faultless during testing. No hardware error could be identified.

Event description:
Refer to the initial-report.